Manufacturer narrative:
The ggt reagent lot number is 93823801 (expiration date: 30-nov-2026). The other reagent lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable assay results from two samples from the same patient tested on the cobas c 503 analytical unit. The patient's first sample results are for liver function assays (alb, alp, alt, ast, ggt, and ldh). The initial alp and ldh results of this sample were obtained using non-roche reagents loaded on the cobas c 503 analytical unit. The reporter stated that because of the significantly abnormal initial ldh result, the patient underwent a second liver function test at another hospital. The patient's results from this hospital were reportedly normal; the specific results were not provided. The patient questioned the initial results, prompting the rerun of the patient sample, this time using roche reagents. The patient's second sample had discrepant ldh results. At the time of this report, it has not been confirmed whether the patient's clinic only deems the alp and ldh results incorrect, or whether the entire liver function test results obtained using the roche reagents were all deemed incorrect as well. Please refer to the attachment pt-0087914 for the list containing the patient's questionable results.